Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio reseated the loose battery to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered off while monitoring a patient. Battery 2 was not showing the charge level and appeared to be loose. After battery 2 was reinserted no further issues were observed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available. Physio-control continues to investigate the reported failure, and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered off while monitoring a patient. Battery 2 was not showing the charge level, and appeared to be loose. After battery 2 was reinserted no further issues were observed. This issue is patient related, however, there was no adverse event reported.